Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported problem. The fse performed leak tests, verified calibration and performed function and safety tests without any errors. The fse also tested the iabp with a test balloon and one of the clinical trainer's balloon. On both occasions, the iabp was able to autofill both balloons multiple times with no issues. All functional and safety checks were again performed to meet factory specifications, and the iabp was released to the customer for return to clinical service. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. No adverse event was reported.